Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the venous shunt. The physician was treating a 90% stenosed lesion located in a moderately calcified and moderately tortuous venous shunt with this 6.0 x 20/80 (4f) sterling balloon catheter. "Several" inflations were made up to 6atms with this balloon catheter. Then, the balloon ruptured at 12atms on an unknown inflation. The device was removed from the patient intact. The lesion was adequately dilated at this point and the procedure was considered complete. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).